Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluated the lesion on the distal end sheath and the device failed the leak test. Additionally, the bending section cover glue had visible threads, peeling off the coating / marking disappearance on the insertion section (greater than or equal to 1 x 1 mm2) was found during the inspection. The defect was caused by wear and tear. The connecting tube had scratches, the control unit up/down plate was peeling off, the universal cord had wrinkles, and the plug unit had damaged housing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the reported peeling off damage of the distal end was due to wear of use. However, a definitive root cause for the reported event could not be identified. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported air/water leakage and defects of the distal end on the evis exera iii bronchovideoscope. The issue was found during preventive maintenance. There were no reports of patient or user harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: peeling off the coating / marking disappearance on the insertion section.